Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-02899, 1627487-2020-23020. It was reported that the patient had their system explanted due to uncomfortable stimulation. Reprogramming was not able to help the issue. As a result, the patient had the system explanted.